Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer was treated with manual injection. The customer also reported that the insulin pump had motor error. Customer was unable to clear the alarm and unable to complete the rewind. Customer declined to troubleshoot for high readings. The drive support cap appeared normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.